Event description:
A customer contacted beckman coulter inc. (Bci), regarding an erroneously high troponin (accu tni) result generated by the access 2 instrument for one pt. A pt sample was tested for accu tni and a result of 0.59ng/ml was obtained initially and 0.04ng/ml upon reflex. The original sample was re-centrifuged and re-tested, and repeated result was 0.04ng/ml. The erroneous result was not reported out of the lab. There was no effect to pt in connection to this event.

Manufacturer narrative:
The sample was collected in a plastic, bd lithium heparin tube with gel and it was centrifuged at 8,000 rpm for 3 mins at room temperature. The customer stated the sample was normal in appearance. The specimen was sampled from the primary tube. Qc initially recovered out of range and then repeated within specifications prior to this event. Actual qc data was not supplied. There were no flags or error codes reported by the customer. Actual event log was not supplied. A field service engineer (fse) was dispatched: the fse replaced: substrate, peristaltic, and vacuum pumps, and vacuum bottle. The fse performed decontamination on substrate, verification, and all alignments. The fse verified repair per established procedures and results met published performance specifications. Although the fse replaced multiple hardware components, a clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.